Manufacturer narrative:
Additional manufacturer narrative: this device was not returned to edwards for analysis. However, the device follow-up is still in progress. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. There are many factors that could result in the need to explant a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, procedure factors. It is typically not related to product malfunction. In this case, it was reported that the device was explanted at implant due to hypotension and intravalvular aortic regurgitation. The surgeon reported that the cause was unknown. The device was not returned to edwards for analysis. The root cause for the hypotension and intravalvular aortic regurgitation cannot be conclusively determined at this time but it is likely that patient related factors and progression of disease may have contributed to the event. If new information becomes available or the device is returned for analysis, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 23mm bioprosthetic aortic valve was explanted at implant due to hypotension and intravalvular aortic regurgitation. The cause of the hypotension and intravalvular aortic regurgitation remains unknown. The issue was detected off bypass after protamine administration. The explanted device was replaced with a model a 19mm bioprosthetic aortic valve. No other information has been made available.